Manufacturer narrative:
No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The top assembly and diaphragm assembly of the adjustable pressure limit (apl) valve were replaced to resolve the reported issue. Legal manufacturer: (B)(4).

Event description:
The hospital reported that the adjustable pressure limit valve was not working properly preventing release of pressure resulting in the loss of manual ventilation. There was no report of patient involvement.